Event description:
It was reported that on (B)(6) 2011 it was observed that blood was being drawn into the tubing. The device was quarantined but since has been returned to the hospital floor. There were no reports of patient injury or medical intervention involved with this event.

Manufacturer narrative:
(B)(3). The pump is not expected to be returned and no serial number of the pump was provided. If the pump is returned in the future, an evaluation will be completed and a supplemental report will be filed.